Event description:
It was reported, the customer was having issues with the insulin pump. When customer attempts to bolus the numbers skipping around and some numbers might be missing. Customer's blood glucose was unknown. Three attempts have been made to contact the customer directly. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.